Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was noted to be leaking water from where the tubes connect on the side. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked near the drain fitting. This was causing a leak. Both covers were cracked and the line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (unit leaking water) was confirmed during testing. The product problem occurred because of the cracked enclosure near the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The enclosure was replaced to address the reported product problem. Preventative maintenance was then performed. The device subsequently passed functional testing.